Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console generated an audible alarm and no error message was visible indicating the reason for the alarm. The user reported the alarm was intermittent in nature. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.